Event description:
Company rep reported following implantation with a tissue expander and seri, pt developed "cellulitis." Treatment was initially provided with medication including vancomycin and zosyn. Explant surgery was performed and the event of "cellulitis" resolved.

Manufacturer narrative:
(B)(4). The reporter of the event was asked to return the product for analysis. It is unk at this time if the product is available for return. The event of cellulitis is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the event and product details has been requested. No additional info is available at this time. Device labeling addresses the reported event of cellulitis as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion."